Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the tip of the device broke. The broken piece fell into the patient's cavity but was successfully retrieved. A new device was used to continue the procedure, and no patient injury resulted.

Manufacturer narrative:
Correction: evaluation summary: one (B)(4) device was received, and evaluation of the sample confirmed the issue with a fractured tip. A piece had broken off and was returned with the device. Further examination of the tip under magnification also found stress fractures. The investigation identified the root cause of the reported event to be from applying excessive force to the electrode tip during use. If information is provided in the future, a supplemental report will be issued.